Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was foreign matter found inside the packaging of a 5f tempo 0.038 80cm hepatic diagnostic catheter that was noted to be moving freely inside the packaging. There was no reported patient injury. The foreign matter was observed prior to opening the device. The device was not opened or used in the patient. No replacement catheter was used. The device had been stored according to the instructions for use (IFU) and was kept in the hospital storage room. It was not exposed to ultraviolet light during storage. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.